Event description:
On 01-may-2026, a notification was received via email indicating that information had been obtained from a clinical study, a pilot study to evaluate the efficacy of biocartilage micronized cartilage matrix in microfracture treatment of osteochondral defects of the talus (us-01096). The following events were reported: one (1) return to the operating room for removal of a fiberwire stitch with negative cultures; one (1) infected suture; one (1) report of numbness of the left foot following a second surgery; one (1) event assessed as likely related to a peripheral nerve block; one (1) report of mild paresthesia as expected; one (1) plantar nerve-related event; one (1) report of numbness along the tibial posterior nerve (possible tarsal tunnel syndrome) with anteromedial joint pain; one (1) gastrocnemius equinus contracture (40°); and one (1) report of neurological changes in both legs. A total of four (4) reoperations were reported. All events were assessed as not related to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information